Event description:
Info received as a result of follow-up with the pt's physician of record, indicated the pt experienced an infection related to her implantable drug infusion system. The onset was five days post-implant (2006). The pt presented with fever, redness, swelling , drainage and incision wound opening. Pt returned to surgery, the pump was removed from the pocket and cultures were taken. The device pocket and catheter track were listed as the primary sources of the infection. The pump and pump pocket were irrigated with antibiotic solution and then the pump was placed back into the same pocket. The intrathecal catheter remained implanted. Intravenous antibiotics were administered. The infection subsequently resolved and the devices remain active. Cultures of the device pocket and csf were taken. Multiple organisms were isolated including bacteroides, coag negative staph, klebsiella, pseudomonas, diptheroids, fusobacteria and prustella. MDR on pump submitted under report number: 30044209178200601715.

Manufacturer narrative:
This report is being submitted following an internal audit.